Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve touched the annulus complete heart block (chb) was identified via electrocardiogram (ECG). Back-up pacing at 40 paces per minute (pmm) was utilized. The procedure was completed without further actions. However, the complete heart block did not improve and seven days after the valve implant procedure a permanent pacemaker was implanted. No additional adverse patient effects were reported.